Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. Upon follow up with the peritoneal dialysis registered nurse (pdrn), it was reported this patient presented to the outpatient clinic on (B)(6) 2020 with the presence of cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken on (B)(6) 2020 presented staphylococcus epidermidis and a white blood cell (wbc) count showed an increase in wbc¿s (exact count unavailable). The patient was diagnosed with peritonitis due to nonadherence to aseptic technique during continuous cycling peritoneal dialysis (ccpd) therapy on the liberty select cycler. It was reported the patient was observed as not performing infection preventative technique while transitioning from ccpd to continuous ambulatory pd (capd) during drain complications involving the pd catheter (not a fresenius product) on the liberty select cycler. The patient was not hospitalized and initially prescribed intraperitoneal (ip) vancomycin at 1000mg every four days for 14 days and ip ceftazidime at 1000mg every day for 14 days. The patient was also prescribed oral levaquin at 250mg twice a day for 14 days. This event of peritonitis has remained refractory, which has exacerbated pd catheter complications. The pdrn stated the patient is awaiting discharge while continuing to undergo both ccpd therapy on the liberty select cycler and capd during this hospital admission without further unrelated adverse events. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty select set and the adverse event of peritonitis, characterized by the presence of cloudy peritoneal effluent fluid. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of peritonitis can be attributed to an episode of contamination due to nonadherence of aseptic technique prior to the start of ccpd therapy on the liberty select cycler, evidenced by the report of the nonadherence to aseptic technique during ccpd and capd transitions. This assessment is further supported by the presence of a coagulase-negative bacteria, that is a well-known contributor to pd-related peritonitis caused by touch contamination. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events.